Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl, and she was treated with an insulin drip and manual injections until her blood glucose was stable. The caller experienced nausea and vomiting. The customer stated that they disconnected her from the insulin pump once she was admitted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.